Event description:
Additional information was received that the rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie down impressions consistent with friction to the device can. The cause of the reported event of oversensing noise was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
The patient presenting having experienced dizziness and syncope. During the check-up, noise which resulted in oversensing and pacing-inhibition were noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. The patient was stable and will continue to be monitored.